Event description:
It was reported intermittently that the customer experienced a blood glucose (bg) level ranging from 395 mg/dl to "high" (specific value was not provided). Customer performed a supply change to address bg level. A system check was performed, and it was found that the customer was using off label insulin (fiasp) within the pump supplies. Tandem technical support educated the customer on insulin labeling. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.